Event description:
It was reported that the customer was hospitalized twice and treated by paramedics once due to hypoglycemia. The reported blood glucose reading was 272 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. The customer was assisted with adjusting her basal rates, per her doctor's orders. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.